Event description:
It was reported the patient had an event of maximum stimulation followed by lost feelings and strength in legs. It was believed stimulation was turned off and the patient was not feeling stimulation. Patient lost strength in lengths and can't move legs. Patient has lost mobility. It was reported there was an overstimulation sensation. Patient is in the hospital due to overstimulation. The stimulator was reprogrammed and all unused programs were removed. The patient was set with an upper voltage limit of 3 volts. It was reported there was an overstimulation and a shocking/jolting sensation. Actions required due to the event were noted as hospitalization and reprogramming. Impedance testing was done. It was noted one program on the patient's stimulator was on 8.0 volts which was notes as "well above" the therapeutic range for the patient. Patient said it turned up on its own without using the programmer but it was not confirmed that the programmer was not being activated. The patient suddenly received a shock while standing which caused the patient to fall. The patient went to the emergency room with complaint of weakness and immobility of their legs. The patient was programmed to a maximum amplitude of 2.0 volts for all programs. The patient received imaging and was moving their legs by the time the representative had left. Patient status was noted as a live with injury. Patient complained of loss of reflexes in lower extremities along with pain and weakness.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).